Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms while on power module. The pt was symptomatic and exhibiting sweating and chest pain. The pt changed to battery resolving the alarms and their symptoms. The vad coordinator had the pt connect back to the power module to see lvas system parameters on the vad monitor. Upon connecting to the power module, the red heart alarm went off again. He immediately switched back to batteries resolving the alarm. The pt was seen in clinic for a scheduled visit and was admitted to the hosp with more alarms indicating pump stop and low flow. Data sent to the MFR for review. A new cable and power module were sent to use on the pt. The pt has had no further issue with alarms to date using the new cable.

Manufacturer narrative:
The pt is ongoing on lvad support without further issue. No further info is available at this time. A supplemental report will be sent when the event analysis is completed.